Event description:
A report was received that during a permanent implant procedure, the physician was having difficulty inserting the lead. It was determined that there was an air bubble under the lead. The patient went back to the operating room and underwent a revision procedure wherein a new lead was implanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively.